Manufacturer narrative:
The investigation is ongoing and the results will be reported when are available. The internal manufacture's complaints number is (B)(4).

Event description:
It was reported via clinical trial patient (B)(6) experience, intracranial haemorrhage. Relationship to study device: not related.